Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included vaginitis, vulvovaginitis and uterine fibroids. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On (B)(6) 2017, 4 years 8 months after insertion of essure, the patient experienced procedural pain ("following the removal surgery, she suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain/cramping") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with metronidazole and surgery (bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, back pain, procedural pain, dysmenorrhoea and cystitis outcome was unknown. The reporter considered abdominal pain lower, back pain, cystitis, dysmenorrhoea, pelvic pain and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, treatment medications, new events dysmenorrhoea and cystitis added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain/cramping") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. On (B)(6) 2017, 4 years 8 months after insertion of essure, the patient experienced procedural pain ("following the removal surgery, she suffered a painful post-operative recovery"). At the time of the report, the pelvic pain, abdominal pain lower, back pain and procedural pain outcome was unknown. The reporter considered abdominal pain lower, back pain, pelvic pain and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.